Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information obtained by the clinic that the patient had complained of sudden shortness of breath, which the patient has had for years, and that they also felt that their heart rate was beating slowly so they had gone to the emergency room. An echocardiogram showed hypertrophic cardiomyopathy which was the same as before. There was no mention of arrhythmia, the patient was started on lasix, and then discharged from the emergency room. Afterwards the patient was seen at their clinic and an interrogation was done. The interrogation showed no episodes of ventricular tachycardia since the emergency room visit and no episodes of atrial fibrillation. No changes were made at the clinic visit. The rv lead remains in use. The patient¿s next follow-up will be in four months.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of the patient¿s interrogation report indicated that there was t-wave oversensing (twos) on stored episodes for the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.